Event description:
Per letter and medwatch report dated 5/5/04, following placement in the wheelchair, the pt said "ouch" and held their left hand up. They allegedly suffered a comminuted fracture to the end of their left small fingertip across the nail bed.